Event description:
During an in-clinic follow-up, noise was detected on the device. It was suspected that the episodes of noise were due to electro-magnetic interference (emi). No intervention has been performed at this time as the noise resolved on its own. The patient was stable and will continue to be monitored.